Event description:
It was reported that during an unk procedure, broken screw. Not noted how case completed. No patient consequence.

Manufacturer narrative:
Info anticipated; but unavailable at this time.